Manufacturer narrative:
Evaluated 1 open/used reservoir using document. Performed a visual inspection and found a large crack at top of the reservoir. Performed pre-fill test and found leak.

Event description:
The customer reported via phone call that the reservoir was leak. The customer's blood glucose was 126 mg/dl. Customer reported the there was leak from the reservoir due to crack. The reservoir was returned for analysis.